Event description:
During a follow-up visit, interrogation of the subject device identified high ventricular lead impedance (>3000 ohms). After reprogramming into unipolar settings, this high impedance was still measured and pacing failure was reported. A reintervention was performed later in the day, and when the ventricular lead was pulled prior to loosening the set-screw, it was removed from the port. Psa measurements on the lead were normal, and it was reconnected to the pacemaker. Proper connection was confirmed by a pull test, but high pacing impedance and pacing failure were still observed. A new pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.